Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pain in the groin with this artificial urinary sphincter (aus). A surgical procedure was performed, during which the existing device was removed and replaced with a new aus. Upon explant, no device issues were identified. There were no additional patient complications reported.